Manufacturer narrative:
The device is not available for evaluation. The patient log files were downloaded for evaluation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the accuracy of the software was acceptable during the registration process, but during the navigation, the surgeon detected a 20mm inaccuracy and could not correlate the MRI and CT scan. After 20 minutes of troubleshooting, navigation was aborted and the procedure was completed traditionally. There were no allegations of adverse consequences associated with this event.